Event description:
The facility reported a colleague infusion pump with failure code 500. It is unknown when or in which care area this event occurred. During product evaluation, a baxter service technician discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 500 was confirmed in the pump's event history. This condition was caused by a stuck key/button. The rear harness was replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).